Event description:
Reportedly, the pt had a vaginal prolapse. No medication was administered and no tape removal was reported. Surgeon noted that there is a definite relation of the condition to the device. That, the device has created enough discomfort to cause interference with usual activity.